Manufacturer narrative:
H.6. Investigation: a decontamination issue was reported for drawer issue in drawer b on a bd bactec fx top instrument (p/n 441385, s/n (B)(6) ) . An fse was dispatched and found the bottle was wrongly inserted due to which the bottle is broken. So the drawer b racks units were removed and cleaned, the circuit boards of the drawer and electronics drawer checked for liquid and liquid ingress and traces on the electronic components. After cleaning ran the device on a test basis after which drawer b and the instrument had no issues and the system was released to customer for use . DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history record review revealed one previous complaint for contamination issues (1800932) . Bd quality did not receive any returned instrument or parts for investigation. This complaint is a confirmed failure of a bd product. The root cause was due to defective broken bottles. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged the bottle was inserted incorrectly and the bottle was broken. There was no report of user impact. The following information was provided by the initial reporter, translated from german to english: wrongly inserted bottle which is broken customer reports the above and asks for assistance with the decontamination additionally, the fse provided the following additional information: drawer b racks units removed and cleaned, the circuit boards of the drawer and electronics drawer checked for liquid, liquid ingress and traces on the electronic components are not visible, consequential errors cannot be ruled out, run the device on a test basis after which drawer b can be used again.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone number: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged the bottle was inserted incorrectly and the bottle was broken. There was no report of user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: wrongly inserted bottle which is broken. Customer reports the above and asks for assistance with the decontamination. Additionally, the fse provided the following additional information: drawer b racks units removed and cleaned, the circuit boards of the drawer and electronics drawer checked for liquid, liquid ingress and traces on the electronic components are not visible, consequential errors cannot be ruled out, run the device on a test basis after which drawer b can be used again.